Event description:
Could not advance filter. "Filter got stuck at introducer. The filter wouldn't advance into the introducer. The delivery system was removed and replaced to complete the procedure without pt injury or complication."